Manufacturer narrative:
The technician replaced the gas spring to repair the stretcher.

Event description:
Information received indicates the head of the stretcher wasn't going down. It would stop 5% from the lowest position.